Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have the curved blade broken at the tip/midpoint/base. A piece measuring approximately 0.496" x 0.085" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade did not show damage. Additional observation(s) related to the reported complaint: the instrument was found to fail energy recognition test. The instrument was connected to an in-house energy generator. A torque wrench was used to tighten the assembly until it was as tight as it could be (clicking sounds). The instrument failed the energy recognition test and the instrument generated message "tighten assembly" on 3 out of 3 attempts. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument was used for a surgical task and was not recognized by the system. No fragment fell into the patient. The user completed the procedure using the same system. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer noted it was confirmed from the customer that no fragments fell into the patient. There were no actions taken due to no fragment report. No patient complications were reported.